Manufacturer narrative:
The patient's attorney alleges that the patient was treated for infection and hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Infection is a known inherent risk to patients undergoing surgical procedures. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum: this supplemental emdr is submitted to document the additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant of perfix plug, patient had mesh erosion, infection, granuloma, adhesions, and hernia recurrence thereby underwent old mesh removal. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. Updated fields: a2, a4, b4, b5, b7, e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of a right femoral hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to remove the perfix plug, which had become infected and to repair the recurrent hernia. It is alleged by the patient's attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated and strangulated right femoral (inguinal) hernia thereby underwent open repair with implant of perfix plug and small bowel resection. Per the operative notes, "the hernia sac and its contents were separated. A medium mesh plug (perfix plug) was then placed into the defect and secured.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia, erosion of mesh to organ and infection thereby underwent mesh removal. Per the operative notes," there was a hernia sac that was headed towards the femoral space and an inflamed tissue emanating from the area above the canal down to the inflammatory area of what appeared to be the mesh plug. The characteristic appearance of suture granuloma that did involve the mesh. The mesh was contributing to chronic infection material and the mesh was attached firmly to the hernia sac as well as to the underlying bowel. Then the mesh had been completely explanted." Attorney alleges that the patient experienced adhesions, recurrence, ring break, infection and pain.

Manufacturer narrative:
The patient's attorney alleges that the patient was treated for infection and hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Infection is a known inherent risk to patients undergoing surgical procedures. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2016 - the patient underwent surgery for repair of a right femoral hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to remove the perfix plug, which had become infected and to repair the recurrent hernia. It is alleged by the patient's attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.